Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 207 mg/dl, 91 mg/dl, 121 mg/dl, and 187 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.